Event description:
It was reported that a freestyle libre 3 plus sensor paired to the ilet could not connect after the user scanned the sensor with the libre app, after which the sensor would no longer function and the user switched to blood glucose run mode; this represents an improper use procedure and an interoperability issue between devices, with no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact; the user initially reported a blood glucose of 240 mg/dl and later confirmed levels were stable. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem and an incorrect procedure in which the sensor was used by another device, with no applicable component-level fault identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error and improper setup.

Manufacturer narrative:
Initial.